Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella 2.5 pump inserted in the right femoral for high risk percutaneous coronary intervention (hrpci). It was reported that after the pump was removed an infection at the insertion site was noted. No treatment was administered, and the patient was discharged. A few weeks later the patient had to be re-admitted as signs and symptoms of fever and swelling and pain at the access site developed. The patient underwent vascular repair with the diagnosis of pseudo-aneurysm. Intravenous antibiotics were administered to treat the access site infection. No further information was provided.